Manufacturer narrative:
Depuy synthes this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission the the, depuy synthes, ot its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the cruciform head of the lock scr ã¸2 self-tap l5 tan 1u I/clip was observed slightly stripped at the edges consistent with the device use likely caused during the attempt of implantations. In addition, the threads of the head were observed with unknown substance and no significative damage on the threads that could be contribute to inability no assemble correctly the screw were found. A dimensional inspection was performed for the lock scr ã¸2 self-tap l5 tan 1u I/clip and met specifications. A functional test was unable to perform due to mating devices were not received to assess the interaction. The complaint condition was not able to be replicated. Per the matrix mandible plate and screw system surgical technique guide. Precautions: check instruments for wear or damage before starting surgery. Select and prepare implants: determine the appropriate screw size and type, locking or non-locking. It is recommended that screws of the same color as the selected plate are used. Precautions: 2.0 mm diameter screws should only be used with a blue or gold plate if inserted into a bone graft, or if bone volume does not permit placement of a larger screw. The overall complaint was not confirmed as the observed condition of the lock scr ã¸2 self-tap l5 tan 1u I/clip would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 04.503.605.01s, lot number: 7757p51, the product was released on: 25-sep-2023, manufacturing site: jabil bettlach, expiry date:01-sep-2033. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that there was no patient harm / consequence and the status of the patient was stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E3: reporter is a j&j employee. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on july 10, 2024, during a a mandibular orif for mandible the locking screw in question did not match with the plate. Therefore, the plate was fixed by another screw. The surgery was completed successfully without any surgical delay. There was no patient harm. This report involves one (1) 2.0mm ti matrixmandible locking screw slf-tpng 5mm. This is report 1 of 1 for (B)(4).